Manufacturer narrative:
Device lot number was not supplied; therefore, no review of the manufacturing records could be performed.

Event description:
A gore® hybrid vascular graft was implanted across the patient's elbow in a forearm loop. Reportedly, follow-up imaging was not performed. The patient returned at a later date (date unknown) with a swollen arm. It was found the nitinol reinforced section of the gore® hybrid vascular graft had kinked during implantation. A gore® viabahn® endoprosthesis was deployed in the nitinol reinforced section of the gore® hybrid vascular graft.